Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. At the time of the call, customer had not yet addressed bg level. The customer reverted to manual injections for insulin therapy.